Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Symptoms/ae: groin ooze. Type of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician using the starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, post-procedure, the groin oozed. Manual compression and a 10 lbs sand bag were applied to the groin for an unspecified duration to resolve the oozing. There were not reported adverse pt effects. Though requested, no add'l info was provided.